Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent uneventful ilasik in both eyes on (b)6) 2015. Presented (B)(6) 2015 with epithelial ingrowth in left eye. Patient brought to the laser suite on the same day and epi ingrowth was removed. Patient seen on (B)(6) 2015 visual acuity sans corrected (vasc) 20/20 in right eye and 20/25 left eye. No epi ingrowth noted. Patient to continue drops for 1 week. Recheck when necessary if changes in vision occur.